Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported single gripper actuation issue was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with grade 5 tricuspid regurgitation (tr) for a triclip procedure. During the procedure, the septal gripper was unable to lower after 5 attempts of grasping the leaflets. The issue was observed during independent gripper actuation. Gripper orientation was performed and was successful. Grippers were cycled 7 times. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 3, with a total of 2 clips implanted. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the single gripper actuation issue was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient presented with grade 5 torrential tricuspid regurgitation (tr) for a triclip procedure. During the procedure, the septal gripper was unable to lower after 5 attempts of grasping the leaflets. The issue was observed during independent gripper actuation. Gripper orientation was performed and was successful. Grippers were cycled 7 times. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 3, with a total of 2 clips implanted. There were no adverse patient effects or clinically significant delay. No additional information was provided.